Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the adhesive of the male external catheter was too strong and the patient experienced difficulties removing the catheter. The complainant reported that the warm compress did not remove the catheter.

Event description:
It was reported that the adhesive of the male external catheter was too strong and the patient experienced difficulties removing the catheter. The complainant reported that the warm compress did not remove the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the male external catheter product ifus are found to be adequate based on past reviews. (B)(4).